Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6) 2002 and that a revision procedure was performed on (B)(6) 2012 due to alleged lytic lesion as a result of the polyethylene liner. A review of invoice history found the primary surgery occurred on (B)(6) 2002. An invoice for the revision procedure could not be obtained. Patient reported that the polyethylene liner was removed and replaced during the revision along with removal of screws. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "particulate wear debris and discoloration from metallic or polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that this wear debris may initiate a cellular process resulting in osteolysis or it may be present as a result of loosening of the implant."